Event description:
Pt was implanted with the vocare bladder system on july 24, 2001. Pt was able to use the device despite an incomplete rhizotomy performed in conjunction with the device implant surgery, but was advised to undergo an additional surgery to complete the rhizotomy. Pt underwent a successful revision rhizotomy procedure in 2001.

Event description:
Patient is unable to use device as intended due to incomplete procedure performed in conjunction with implantation procedure for device. Patient was implanted with the vocare bladder system in 2001. Patient is being scheduled for additional surgery to complete the rhizotomy procedure to ensure that the vocare bladder system can function as intended.